Manufacturer narrative:
The down arrow button on the insulin pump was received with unresponsive buttons due flattened dome. The device had minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump experienced keypad issues. The customer stated the down button was not working. The customer's blood glucose was unknown. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.